Manufacturer narrative:
The complaint device was not received; however, photographs were provided to aid in the investigation. The photos were reviewed and it was confirmed that the isleeve has numerous kinks, the seams are starting to expand as expected with use. It can be seen that the distal end of the sheath, liner and tip are torn.

Event description:
Reportable based on analysis completed 05 sept 2019 which revealed a liner tear. Vascular access was obtained via a transfemoral approach. A 14 f isleeve introducer sheath was placed. An acurate neo bioprosthesis was implanted. No difficulties occurred during insertion. During removal of the acurate neo delivery system through the isleeve introducer sheath, there were removal difficulties. The devices were able to be removed together. No patient injury was reported.